Manufacturer narrative:
The autopulse lifeband in complaint was returned to zoll on (B)(6) 2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse did not compress or unexpectedly stops compressions, user shall revert to manual CPR as standard of care. In this case, manual CPR was administered while the fire department was preparing the autopulse platform for use, and was performed after attempts to resolve the patient position misalignment. The realignment message is a safety feature to prevent physical damage that may occur to a patient when the patient is not appropriately aligned on the platform. Because the conversion from device to manual CPR is quick, the short interruption of trouble shooting the device is unlikely to negatively impact the patient outcome. The cause of death was presumed to be ohca (out-of-hospital). Mortality of ohca is high. In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was (B)(4) for patients of any age. ((B)(6), circulation, 2016). Death is an expected outcome for ohca.

Event description:
On (B)(6) 2016 at 4:00pm, the fire department responded to a patient (weighing approximately (B)(6) pound) who was in cardiac arrest. This was not a witnessed cardiac arrest and no bystander CPR was performed. The cause for cardiac arrest was possibly related to a drug overdose. There were no visual signs or symptoms of trauma. Manual CPR was continued while the fire department was preparing the autopulse platform for use. There were no deployment issues reported. The autopulse started compressing and performed 5 compression's and then stopped and displayed an error message to reset the lifeband. This happened 3 times. Patient was readjusted on the autopulse and the lifeband was re-positioned as well. After 3 attempts to resolve the issue patient was removed from autopulse. Manual CPR was then performed on this patient. Patient died, and according to the reporter (fire department) the death of patient was not related to device functionality. The cause for the death is unknown. The customer reported that the autopulse platform was used earlier that same day without any issue. A fully charged batter was used at the time. For autopulse refer to MFR 3010617000-2016-00367.

Manufacturer narrative:
The lifeband (l/n 62389) was returned to zoll for evaluation with the autopulse platform (s/n (B)(4)). Visual inspection was performed and no physical damage was observed upon receipt. A run-in test was successfully performed using the (B)(4) patient large resuscitation test fixture (lrtf) with the returned autopulse platform.